Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of injury ("failure defect (incl other organ damage)") in a female patient who had essure (ess205) inserted. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2002, the patient had essure (ess205) inserted. An unknown time later she experienced injury (seriousness criterion intervention required). The patient was treated with surgical essure removal (hysterectomy, (laparoscopic - with ovaries conserved) in (B)(6) 2016. The reporter considered injury to be related to essure (ess205) administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of injury ("incl other organ damage") in a female patient who had essure (ess205) inserted. Product or product use issues identified: device failure, defect ("failure defect"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2002, the patient had essure (ess205) inserted. Essure (ess205) was removed in (B)(6) 2016. An unknown time later she experienced injury (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy (laparoscopic) (with ovaries conserved)). The reporter considered injury to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.